Event description:
It was reported that the ilet user accidentally entered two meal announcements within a short interval, after which they ate a little extra to compensate. The user self-reported blood glucose as 167 mg/dl, and support could not retrieve reports while the user confirmed seeing two meal announcements. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities, medical intervention, hospitalization, or long-term sequelae, and the user was advised to monitor glucose and treat if needed. Investigation included a customer interview and attempted data review. Investigation of this case revealed user-initiated duplicate meal entry consistent with use error, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.